Manufacturer narrative:
Evaluated one random opened/used sensor and did resistance test and sensor failed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the threshold suspend was triggered when her blood glucose was 212 mg/dl. Customer's blood glucose at time of call was 136 mg/dl and sensor glucose was 54 mg/dl. After troubleshooting, customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.